Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mom reported via phone call that customer experienced high blood glucose level. Customer¿s blood glucose was 600 mg/dl at the time of incident. Customer stated morning blood glucose goes down and started climbing up. Customer stated they are unable to troubleshoot for insulin flow blocked alarm and high blood glucose. The device will not be returned for analysis.